Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed on the exposed portion of the soft cannula, causing a fluid leak. The timing and cause of the observed damage could not be determined.

Event description:
It was reported the patients blood glucose level rose to 438 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod was leaking insulin.